Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further evaluation, it was determined that the reported condition of the attachment device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that nose cone of the attachment device was damaged, and the bearings were damaged. It was noted that the ball bearing was disassembled, the device was missing balls, the cage was not available, and the extension sleeve was damaged. It was also noted that the device failed pre-repair diagnostic tests for lock operation, and cutter insertion. It was determined that the device had worn out and damaged bearings causing it to fail cutter insertion assessment. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had become unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the device were damaged. Therefore, the reported condition was confirmed. It was determined that the assignable root cause was due to be improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further investigation, it was determined that the reported condition of the attachment device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearings of the device were worn out and created a situation where the cutter was not able to be inserted. It was determined that this was because the bearings are no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to wear from normal use and servicing, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.